Event description:
It was reported that a gradual decrease in pt's hearing performance was noticed by guardians since (B)(6) 2012. A history of head trauma was denied by guardians. Problems of the external devices were excluded. The pt was re-implanted on (B)(6) 2013.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.